Event description:
The ge oec 9800 fluoroscopy system sounded an alarm when plugged into facility power. System makes alarm sound.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue related to the facility power that facility electricians repaired. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.